Manufacturer narrative:
(B)(6).

Event description:
It was reported that a solid foreign object was found on the device. A 330cm rotawire was selected for use. During preparation, it was noted that there was a solid foreign object found on the rotawire. The procedure was completed with another of same device. No patient complications were reported.